Event description:
User alleges that they had a pt in same day surgery. Following surgery it was discovered that pt had been over sedated. They obtained a resuscitator and when they went to use the resuscitator they allege the mask was deflated.